Manufacturer narrative:
(B)(4). Date sent: 5/26/2023. D4: batch # 176c81. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned closed on an slr applicator with a broken shroud post on the bottom of the battery compartment and with a gst60w reload loaded on the device. The reload was received unfired. When initially unclamping the device the jaws did not open automatically. Slight reverse pressure on the closing trigger opened the jaws with the slr correctly applied. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The slr adhesive is designed to become lubricious within the patient to aid in release and the analysis environment does not replicate this intended use. The use of slr may result in the jaws of the device not immediately opening after successful slr application. In these instances the device can still be opened by applying slight reverse force on the closing handle. This does not affect device performance. No conclusion could be reached as to what may have caused the shrouds to be damaged. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 176c81, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?: tech was instructed to squeeze closing trigger and simultaneously depress anvil release button. There was a release felt, however the jaws would not open. The tech was then instructed to press home button and then repeat first steps and jaws did not open. Tech was then instructed to take battery out, flip it over and reinsert and repeat the before mentioned steps and jaws did not open. Did the jaws eventually open?: no. Jaws remained stuck closed. Is the current patient status known?: case was able to continue and be finished successfully. This was a laparoscopic case. No robot was used. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colon procedure that the surgeon opened the device and asked for slr to be placed on reload. The stapler jaws were placed in cartridge and would not open once release and closing handle were pressed. The procedure was completed successfully. No patient consequences reported. No further information is available.